Event description:
Receiving inconsistent readings with her plink meter when compared to a lab reading. Analysis run on clark error grid using lab reading (35) as reference point vs bd readings (75) yielded some data points in the d range of the grid, outside acceptable limits.